Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. D4: batch #998c15. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with no apparent damage and with a gst45g reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. Also, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The event described of would not knife home and non specific noise could not be confirmed as once the device completed the firing sequence the knife returned home as intended and no abnormal noises were noted during functional testing. Additionally, photo was provided and they showed a device 45mm with a loaded green reload and a battery pack present. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 998c15, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rats left upper lobe segmentectomy for primary lung cancer, after the knife moved and the staples deployed, there were three to five clicking sounds as it returned, and the knife did not return for a while. It was a physical clicking sound (not a mechanical sound), and it was different from the five sounds that normally occur when the knife reverses. It did not activate even though the home button. After a while, the knife returned automatically. The main body and cartridge were replaced, and then the surgery was completed without any problems. The device was used on the left s1 of the interlobar. The cartridge color was green. There were no adverse consequences to the patient. No additional information was provided.